Event description:
A complaint of inaccurate high readings was received on a customer's precision xtra meter. The customer obtained a reading of 500 mg/dl compared to a lab comparison reading of 119 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.